Event description:
The manufacturer representative (rep) report that the patient started having issues with stumbling, shuffling feet, and had a fall all on (B)(6) 2016. Due to these symptoms, the consumer checked the implantable neurostimulator (ins) that day and saw a sudden out of regulation (oor) error code on the patient programmer. The patient was not receiving the intended therapeutic benefit. The rep saw the patient in the surgeon's office on (B)(6) 2016 and there was no problem with any impedances. There was "full electrode" and therapy; same as the last visit. The system was on and they felt the patient panicked; this was an advanced patient that had a bad day and saw an oor reading. The clinic did not feel the ins was the cause of any problems and no issues were seen with the ins. The patient's indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.